Event description:
The patient was undergoing a coil embolization procedure in the splenic vein using a ruby xl and a non-penumbra angiographic catheter. During the procedure, while advancing a ruby xl into the target location, the physician noticed the ruby xl had unintentionally detached within the angiographic catheter. The physician removed the pusher assembly and then used a guidewire to push the detached ruby xl into the target location. The procedure was completed using additional ruby xls and the same angiographic catheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.